Event description:
Product: right angle connector with bolus adapter amt mini classic 12 inch. Manufacturer: applied medical technologies. Manufacturer # 6-1221. Patient's mother called to say port connector to g port broke and lodged itself inside the orifice. ER visit was required to remove the broken piece. Lot number of item: 200511-168. FDA safety report ID # (B)(4).